Event description:
During the inspection of the device, the olympus repair center found that the inlet of the device was broken. This device was only used for pre-cleaning, therefore there was no patient injury associated with this event. The user facility did not provide other detailed information. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The power cord connector was broken and slipped inside the device. The pump did not work. The power switch cap was missing. There was moisture in the power switch. The feet of the device were worn and did not hold on smooth surfaces. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. This device lot was manufactured more than 15 years ago, therefore omsc could not confirm the device history record and exact manufacture date. Aging deterioration may have caused the defect because over 15 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.